Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level of 54 mg/dl. The customer was treated with glucose tablet and food. Customer did not report symptoms related low blood glucose level. Customer does not use auto mode. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.